Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown, tibial component, catalog # unknown, lot # unknown, unknown, articular surface ,catalog # unknown, lot # unknown. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2018-02043, 0001822565-2018-02044. Product location is unknown.

Event description:
It was reported that the patient underwent a left knee arthroplasty on an unknown date. Subsequently, the patient is currently experiencing pain and redness from knee.

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated:

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. Updated: : lps flex femoral component-option for cemented use only nitrogen hardened size f left (B)(4). Evaluation of the provided patient medical records confirms the reported patient pain. DHR was reviewed and no discrepancies relevant to the reported event were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Package insert nexgen® cr-flex and lps-flex fixed bearing knee states nexgen femoral components are not indicated as compatible with persona bearings/tibias. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.